Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to reproduce the customer experience of the programmer not powering up however no power cord was returned with the programmer, the power supply was replaced as a preventive. Analysis did find a noisy system fan which was replaced. (B)(4).

Event description:
It was reported that the programmer would not power up. Two power cords were tried but the situation did not resolve. The programmer was returned for service. There was no patient involvement.